Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm and was not aware of it, which caused blood glucose to elevate to 400 mg/dl. Customer declined troubleshooting for high blood glucose.